Event description:
A peritoneal dialysis (pd) nurse contacted fresenius technical support to report an m67 fluid temperature out of range alarm occurred on the liberty select cycler. The warning occurred in step 5 of setup. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The pdrn reported assisting the patient to ensure they were connecting to the machine correctly. The technical support representative advised the patient to discontinue use of the machine. A replacement cycler was issued to the patient. The cycler was returned to the manufacturer, and upon physical evaluation of the cycler evidence of a blown fuse on the ac distribution board.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The heater test failed. The failure was due to the heater not activating. Upon investigation the cause was identified as a blown f1 fuse, resulting in thermal decomposition of the component on the ac distribution board. An internal inspection of the cycler showed that there were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the cause was determined to be the result of component failure and traced to a blown f1 fuse on the ac distribution board.